Manufacturer narrative:
The field service engineer found that a system reagent was not being aspirated. A bath was removed and cleaned with alcohol. Ise checks were performed and no further issues were observed. The provided calibration data did not indicate an issue. Quality controls were acceptable on the day of the event. The centrifugation conditions did not appear appropriate for the tube type used. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionably low ise indirect na for gen.2 results and high ise indirect ci for gen.2 results for and unspecified number of patient samples tested on the cobas 6000 c (501) module. They noticed some samples with negative anion gap results. The samples were repeated on a second analyzer. Of the repeated samples, four had discrepant results for ise indirect k for gen.2. Two of these four samples also had discrepant na results. The first sample initially resulted with an na value of 124 mmol/l accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated on the second analyzer, resulting with an na value of 141 mmol/l. The repeat value was believed to be correct and a corrected report was issued. The first sample initially resulted with a k value of 3.47 mmol/l and this value was reported outside of the laboratory. The sample was repeated on the second analyzer, resulting with a k value of 4.12 mmol/l. The repeat value was believed to be correct and a corrected report was issued. The second sample, from a (B)(6) female patient born on (B)(6), initially resulted with an na value of 124 mmol/l accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated on the second analyzer, resulting with an na value of 141 mmol/l. The repeat value was believed to be correct and a corrected report was issued. The second sample initially resulted with a k value of 3.75 mmol/l and this value was reported outside of the laboratory. The sample was repeated on the second analyzer, resulting with a k value of 4.42 mmol/l. The repeat value was believed to be correct and a corrected report was issued. The third patient sample initially resulted with a k value of 3.95 mmol/l, which repeated as 4.53 mmol/l accompanied by a data flag when tested on the second analyzer. No incorrect results from this sample were reported outside of the laboratory. The fourth patient sample initially resulted with a k value of 3.50 mmol/l, which repeated as 4.66 mmol/l accompanied by a data flag when tested on the second analyzer. No incorrect results from this sample were reported outside of the laboratory.